Manufacturer narrative:
Please see attached file for the results of our investigation.

Manufacturer narrative:
Please see attached file for the results of our investigation. (B)(4).

Event description:
It was reported that surgeon was unable to lock the liner inside acetabular shell during thr surgery, leading to surgical extension.